Event description:
It was reported that the programmer displayed an "overheated" message directing to "turn programmer off." The programmer was turned off and allowed to cool, and no subsequent message was displayed. If the situation occurs again the programmer will be sent in for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer overheats and requires shutdown and a rest period to cool off. Power supply found intermittent. System fan is noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer displayed an "overheated" message directing to "turn programmer off." The programmer was turned off and allowed to cool, and no subsequent message was displayed. The programmer was subsequently returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.